Event description:
A remstar a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted error code present e025 (err_motor_thermistor_open), e051 (err_corrupt_compliance_log), and e053 (erro_comp_log_sem_timeout) in the device logs. The device had a problem inside the blower kit. There was also presence of the dust/dirt in the device.